Event description:
The hosp reported that during the saphenous vein harvesting procedure, the conical tip for the uniport plus broke off while inside the pt's leg. The cone tip was retrieved without having to make an additional incision. A replacement device was used to complete the case. No pt complications were reported.